Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (22 mg/dl), and lost consciousness. Reportedly, when the customer lost consciousness they fell onto the pump, and the touchscreen is now shattered and no longer functional. Customer went to their school nurses office and received soda to stabilize blood glucose levels. Reportedly, bg levels are now 239 mg/dl. It was indicated that the customer has back up injections for continued insulin therapy.

Manufacturer narrative:
Low bg- unable to confirm.